Event description:
It was reported that during a lap hernia repair procedure, the clip was blocked during firing and the second device had the rotating knob broken. Another device used to complete the procedure with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that one ems device a was rec'd with the rotating head open due to insufficient weld. No functional test could be performed. The analysis results showed that one ems device b was returned with the nose open and non-functional due to an insufficient cartridge nose weld. A batch record review was performed and no anomalies were found during the MFR process. We have documented the circumstances as they were reported to us. In addition, complaint is trended on a regular basis to determine if further investigation is warranted.